Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that there was an infusion set blockage at the site. The set was in use for more than 48 hours. The patient changed supplies as necessary and resumed insulin therapy. No further information available.